Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple reboots on the reported event date. No battery cap was returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. The pump was exercised for 24 hours with no power issues. The pump cover was opened and no internal issues related to the complaint were found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. The battery compartment was allegedly cracked, and the yellow o-ring of the battery cap was visible when the cap was attached to the pump. The battery cap was reportedly never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.